Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device and all subsequent fragments were returned for evaluation. Visual examination of the returned part determined that the device exhibits signs of repeated use like nicks and gouges. The device also has fractured on the posterior aspect of the lateral condyle. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.